Manufacturer narrative:
Results: visual examination of the actual needle shows needleholder marks at the tip extending to the break. Conclusion: user error caused event. The product insert cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance of the distance from the swaged end to the point.

Event description:
Customer reports that needle broke during surgery. No adverse patient consequences were reported. No further information was provided.